Event description:
Abbott freestyle libre 3 has many problems. I'm on my third since switched from libre 2 in september. Among problems: doesn't log readings until much later after taken; sometimes doesn't sound alarm; date/time settings change on their own; signal loss unless reader is very much closer than was necessary with libre 2. Pt code: 4582. Device codes: 2917, 1535, 1012. Reference report: mw5180116, mw5180117.